Event description:
Customer called to report a leak at the probe of the coulter ac.t diff analyzer. Customer also reported that while running a sample, a #10 error was displayed, indicating that the probe did not reach the white blood cell position, after which no results were generated. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, which resolved the #10 error. Customer then discontinued use of the instrument and requested onsite service to address the leak issue. The field service engineer (fse) inspected the instrument and found that the probe was leaking. The fse replaced the diluent dual filters, the water filters and the related tubing, all of which resolved the issue. The repairs were verified per established procedures. The cause of the leak is attributed to the diluent dual filters, the water filters and the related tubing.

Manufacturer narrative:
(B)(4).